Manufacturer narrative:
(Device not returned).

Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported the overall accuracy and precision of the cdi of ph, pco2, and po2 were not significantly different when calibrated, gas or abl calibration. However, if not calibrated the cdi values were inaccurate and imprecise when compared to the calibrated measurement series. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.